Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2022-02744. Related manufacturer reference number:2017865-2022-02746. Related manufacturer reference number:2017865-2022-02747. It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was heart disease. No additional information was reported.

Manufacturer narrative:
The lead was returned for patient deceased. As received, a partial lead (connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.